Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap region burned and/or melted, the cap remained intact and attached. The fiber cap was drilled through. The shrink tube and/or fiber jacket melted and/or burned. The beveled section melted and exhibited burnt glue. The fiber cap generally exhibited some/all of char, devitrification, crater and melted glass. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there was diminished tissue vaporization; there was a decrease in fiber vaporization efficiency at 20,758 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap region burned and/or melted, the cap remained intact and attached. The fiber cap was drilled through.